Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that the customer experienced two consecutive corneal ulcers in the same eye after switching to contact lenses from the same group. The patient also reported symptoms of eye pain and poor vision. After six to twelve hours of lens wear. The contact lenses were discontinued. The consumer was treated with unspecified medication. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.